Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient experienced persistent disporopsis. Additional information was requested.

Manufacturer narrative:
Product manufacturing site updated due correction in product update. Manufacturer report number corrected and reported under 9612169-2025-00393. All the additional information going forward will be provided under manufacturer report number 9612169-2025-00393. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.